Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the distal tip of the guidewire was found to be damaged, but the tip of the corewire was reported not to be exposed. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2013 that the distal tip of guidewire had detached, exposing the corewire tip and making this a reportable event.

Manufacturer narrative:
(B)(4). A visual examination revealed that the pebax section detached, exposing approximately 3.3 cm from the distal end of the metal core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that a section of the distal tip detached exposing the tip of the metal core wire. It is most likely that due to handling factors during the unpacking and the preparation for the procedure that the device got damaged. The od measures of the device are within manufacturing specifications according to the product analysis, the rest of the body jacket do not present any damage or evidence that contributed with the failure reported, therefore the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 15571098.